Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The pacemaker was interrogated and the pacemakers memory content was analyzed. In agreement with the complaint description the battery status eri was triggered on (B)(6) 2016 as a result of the detection of invalid memory content. By design, the pacemaker performs self checks and is equipped with the ability to detect and repair invalid memory content. During the subsequent nighttime routine check the pacemaker was capable to repair the invalid memory area. However, the eri flag will not be removed automatically. During the analysis the battery status eri was reset and the device operated as expected. The ability of the device to deliver therapies was verified. The anti bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
Ous MDR - the first follow-up after implant of this device was about one year ago. At that time the battery status was acceptable. At the follow-up on (B)(6), this device was at eri. It was explanted and replaced. The pacemaker has been returned for analysis.